Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported after approx. 78 months implantation time, that the lead dislodged (loss of capture and undersensing detected). The lead will be explanted.